Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, abdominal pain, nerve damage, abdominal fluid collection, neuroma, inflammation, scarring, thick necrotic tissue, pain, suture granuloma with embedded refractileforeign material with foreign body giant cell reaction, extensive bruising, left leg and abdominal wall swelling, defective device, and mesh migration. Post-operative patient treatment included diagnostic laparoscopy, lysis of adhesions, injections and scripts ofpain killers and corticosteroids, excision of abdominal wall mass, granulomatous tissue excised, two metal tacks removed, and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced dense adhesions, abdominal pain, nerve damage, neuroma, inflammation, scarring, probable suture granuloma with embedded refractile foreign material with foreign body giant cell reaction and mesh migration. Post-operative patient treatment included diagnostic laparoscopy, lysis of adhesions, injections and scripts of pain killers and corticosteroids, excision of abdominal wall mass, hernia recurrence and mesh removal. (B)(6) 2011: revision surgery with implantation of physiomesh 10 x 15 cm.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Patient code-c64343(neuroma). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes, imf codes, ime e2402 updated to include "mass"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, seroma, abdominal wall mass, recurrence, dense adhesions, abdominal pain, nerve damage, abdominal fluid collection, neuroma, inflammation, scarring, thick necrotic tissue, pain, suture granuloma with embedded refractile foreign material with foreign body giant cell reaction, extensive bruising, left leg and abdominal wall swelling, defective device, and mesh migration. Post-operative patient treatment included CT scan, abdominal ultrasound, medication, diagnostic laparoscopy, lysis of adhesions, injections and scripts of pain killers and corticosteroids, excision of abdominal wall mass, granulomatous tissue excised, two metal tacks removed, mesh removal and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced chronic pain. Post-operative patient treatment included revision and removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced recurrence, dense adhesions, abdominal pain, nerve damage, abdominal fluid collection, neuroma, inflammation, scarring, thick necrotic tissue, suture granuloma with embedded refractile foreign material with foreign body giant cell reaction, extensive bruising, left leg and abdominal wall swelling, and mesh migration. Post-operative patient treatment included diagnostic laparoscopy, lysis of adhesions, injections and scripts of pain killers and corticosteroids, excision of abdominal wall mass, granulomatous tissue excised, two metal tacks removed, and mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.